Manufacturer narrative:
Tandem¿s pump user guide describes how to remove air from the cartridge using the syringe. The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the insulin gauge was inaccurate. Reportedly, the cartridge was changed to address the issue and insulin delivery was resumed. Additionally, customer did not practice proper cartridge air removal technique. Tandem technical support educated customer regarding cartridge/insulin labeling. Customer's blood glucose was 396 mg/dl.